Event description:
It was reported that when using the bd pyxis¿ es server, data from the emr (cpsi) was delayed in crossing over, with newly entered patients taking more than 15 minutes at times to become available at the dispensing stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) remotely accessed the server and verified that messages were currently crossing over successfully. The tss reviewed the provided patient records and determined that both patients had already been discharged, explaining that discharged patients would not appear on the stations. The tss contacted the customer, communicated the findings, and confirmed that no active patients were experiencing the issue at that time. The tss further discussed reports of intermittent delays in patient data crossover and reviewed the server status, identifying that the enterprise server and connected systems had been running continuously for an extended period. The tss explained that prolonged uptime could contribute to performance delays and recommended periodic server reboots for optimal performance. The tss coordinated with the customer to schedule a reboot of the relevant servers at a mutually agreed time and confirmed that a separate request would be created for additional system reboot activities. The tss documented the actions and obtained customer agreement to close the case as no active issue was present. The system functioned as intended after technical support specialist investigated the device.